Event description:
A customer contacted beckman coulter, inc. (Bec) to report a burning smell in connection with the allegra 6r centrifuge one day after installation. There was no fire, spark, or flames. The fire department was not contacted. No injuries were reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse confirmed that the burning smell was carbon burning smell generated from the drive motor brushes which is a normal occurrence for a new brush motor instrument. The fse replaced the drive motor assembly and verified that the unit was operational. (B)(4).